Manufacturer narrative:
Corrected information - the initial MDR was filed as MFR report #3007566237-2012-00272. Additional review indicated the correct manufacturing site was site # 3004209178. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump/motor gear train anomaly and corrosion. Upon opening the pump's inner cover, plenty of moisture and residue was observed. It was discovered that the moisture, residue and corrosion found of the various parts could have caused the motor to stall.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. It was further stated that there had been multiple stalls since (B)(6) 2011. The last stall occurred approx. Two days ago and had not recovered as of the date of this report. Drug delivered via the device was lioresal 1000mcg/ml. It was later reported that the patient had presented to ed (emergency department) because of a critical alarm; patient had heard the alarm before but had always thought it was the non-critical alarm. The pump was replaced. Patient outcome was noted as no injury, recovered without sequel. It was indicated that there were no rotor or dye studies performed. Telemetry strips confirmed multiple pump motor stalls.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: unk, implanted: (B)(6) 2011, explanted: unk.